Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "handle broke off" did it fall into the patient? If yes, was it removed? Were there any patient consequences?

Event description:
It was reported that during a bowel anastomosis procedure, when attempting to use the device it failed. Failure occurred when the surgeon was about to use the stapler, the reload came off so the reload was reassembled. When the surgeon used the stapler the reload flew off to the ground. Another reload was accessed and assembled. The surgeon then used this to clamp the bowel, and when he fired the stapler, the handle broke off. The patient did not sustain any injury. Another device was opened, and this worked as expected. There was a 10-minutes delay.

Manufacturer narrative:
(B)(4).batch # t5cr2l. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.